Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) (connect system), is related to case with patient identifier (B)(6) (guide system).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 186 mg/dl (connect) and 51 mg/dl (guide). No adverse event was reported. Return of the suspect device was requested for evaluation.